Event description:
It was reported that pump experienced malfunction alarm code 12 without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump relying on mobile app for interaction and bolusing, while technical support arranged replacement pump under warranty.